Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): evaluated revealed that all of the buttons were intermittently unresponsive. The keypad was found to be peeling off the base. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The keypad symbols were found to be worn. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. Evaluation revealed contamination under all keypad buttons. Evaluation revealed a scratched display screen, which has no effect on insulin delivery function.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.